Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, colonovideoscope jet tube was clogged with foreign material. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that during device evaluation, colonovideoscope jet tube was clogged with foreign material. However, upon re-evaluation of the device, there was no foreign material and there were no reportable malfunctions related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction.